Event description:
It was reported that the patient¿s healthcare provider (hcp) has difficulty finding the refill port during pump refills as the pump ¿moves around¿. The patient indicated that it takes multiple sticks, up to 13, to access the pump refill port. The patient stated that her system turns due to fluid. The patient had up to 3 tries to fill the pump before having it filled under x-ray. The patient stated they were there for the pain and came out with more pain from trying to have the pump filled. Patient outcome was not provided. The medications delivered by the device system were dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).